Event description:
Caller reported a malfunction, identified as malf 12, on their pump. Blood glucose level was not adversely impacted, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the caller in resetting the pump and provided guidance on how to proceed. The malfunction did not recur after resetting, and the customer was advised to continue using the pump while monitoring for any further issues. Caller acknowledged the instructions and agreed to report back if the malfunction reappeared.